Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported light emitting diode (led) indicator faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.